Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. No anomalies regarding the display ramping on its own were noted. The following cosmetic damage was also noted on the device: cracked case at display window corners, reservoir tube lip, and battery tube threads, as well as minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that none of the buttons on her insulin pump were responding. The patient's blood glucose at the time of incident was 140 mg/dl. Customer stated that there were no significant events that led up to the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer agreed to return the insulin pump for analysis and a replacement device was shipped to the customer.